Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was having issues downloading from the picture archiving and communication system (pacs) network. It would search and begin downloading in "chunks," first would be something like 3 slices (unusable), and then another with 5 slices, then another with 10, etc. Etc. (Up to ~30 iterations sometimes). Troubleshooting was performed. Of the four navigation systems on site, this was only one having this issue. The local representative (cc) followed increase timeout for loading patient data, increasing to 30 and 45 second, which did not resolve the issue. All internal connections looked good. Access to the internet from admin side functioned as expected. It was confirmed that wireless was set-up correctly and the security type was correct. The cc tested in various hospital locations, confirming the other three navigation system function in the same spots that this one did not function. There was no patient involvement. Additional information was received. It was reported that the system was still not properly functioning on wireless, but functioned over ethernet.

Manufacturer narrative:
H3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735797, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.